Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient noticed fluid inside the cycler when removing the tubing set following treatment. Prophylactic antibiotics were administered as a precaution and there is no known patient ill effect. Sample is available.